Event description:
It was reported that the tubing set was damaged or defective. During the procedure involving mapping at the right ventricular outflow tract (rvot), an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the irrigation tubing was damaged, resulting in interruption and cessation of irrigation. The flow rate was 30 milliliters. No error message was displayed. Consequently, the catheter was replaced due to the damaged irrigation tubing. The procedure was completed using an alternative method. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated ablation catheter was visually inspected and found to have a partially detached irrigation tube, confirming the reported allegation. The problem found was traced to the design specification.

Event description:
It was reported that the tubing set was damaged or defective. During the procedure involving mapping at the right ventricular outflow tract (rvot), an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the irrigation tubing was damaged, resulting in interruption and cessation of irrigation. The flow rate was 30 ml. No error message was displayed. Consequently, the catheter was replaced due to the damaged irrigation tubing. The procedure was completed using an alternative method. There were no patient complications. The device has been returned for analysis.